Event description:
Caller reported an issue with the pump's time settings being incorrect. Blood glucose levels previously remained within the normal range, without exceeding 500 mg/dl or dropping below 54 mg/dl. The technical support team assisted the caller in updating the pump's time and advised them to monitor for any further discrepancies, with instructions to follow up if errors persisted. Caller understood and acknowledged the guidance provided.